Event description:
Boston scientific received information that during the implant procedure approximately 70-80 percent right ventricular (rv) capture was noted when this pacemaker was attached to the rv lead in voo mode. It was reported that measurements on the rv lead were acceptable when the pacing system analyzer (psa) was used to obtain the threshold values. The patient was noted to be pacemaker dependent, and transcutaneous pacing pads were in place. The physician decided to monitor the patient with this pacemaker, and kept the transcutaneous pacing pads on (but in monitor only) in case they would be needed for backup pacing. Additional information from the boston scientific field representative reported that the transcutaneous pacing pads were never turned on. The morning after implant the device was checked and it showed normal function in voo mode. The device was reprogrammed to vvi 60ppm and later in the afternoon the pacing outputs were decreased, and the device continued to show normal function. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.